Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a corroded motor home switch. The displacement test due to a motor error alarm. The insulin pump was received with minor scratches on the display and a cracked reservoir tube lip.

Event description:
It was reported that the customer had a motor error alarm during prime rewind on the insulin pump. The customer's blood glucose level was 135 mg/dl. The customer stated that not possible to rewind. The customer was advised that the insulin pump will be replaced. The customer was advised to revert to a back up plan.